Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. No crack noted on the lcd window or on the lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen was damaged from being dropped and was difficult to read. Customer's blood glucose was unknown. Insulin pump would need to be replaced.